Event description:
It was reported that during an arthroscopic sub-archromial decompression and rotator cuff repair procedure using the ambient super turbovac 90 ifs, the device was not providing adequate suction. The device was reverse flushed with saline but was still unable to produce suction. The procedure was completed without significant delay using a back up ambient super turbovac. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Additional MFR narrative: the pt identifier and weight were not provided.